Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph, with the naked eye, showed an unknown brown substance in the patient line tubing. Due to the nature of the sample, no further evaluation could be performed. The reported condition was verified. The cause of the reported condition could not be verified, however, the most likely cause would be therapy related; possibly povidone-iodine solution going out. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was observed inside the patient line of six (6) amia automated pd cycler sets. The pm was further described as, ¿dark brown substance going into their patient line from their abdomen¿. This was observed during initial drain of peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.